Event description:
It was reported that bd insyte autog bc needle did not completely retract. The following information was provided by the initial reporter: our pre-op manager just called, and they are having more issues with the insyte catheters. Patients are having more infiltrated IV, pain at the site and bruising. These issues are occurring after the IV has been placed, we do not have any product saved, or lot# identified. We have also had reports from our imaging and IV therapy departments, similar to what we have been seeing with needles not completely retracting, disengaged without button being pushed, etc. Would like to see a meeting on the schedule sooner rather than later. Because of the patient issues of infiltrating, pain and bruising, we are needing to bring in an alternate product right away. (B)(6) 2025: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Some patients need to be poked twice due to product failure please confirm any needle breakage occurred and found within patients skin? None.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.